Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that the patient¿s 2nd system needed to be replaced. The patient was unsure if it was due to a fall or what, but the system had to be replaced.